Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Chipped tooth [tooth fracture]. Hurt - tooth / pain [toothache]. Spinning brush on top fell off in mouth while brushing [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 23-feb-2019 that he/she bought an oral-b pro 100 crossaction electric toothbrush and he/she was using it the other morning when the spinning brush on top of the oral-b brushhead, version unknown fell off in his/her mouth while he/she was brushing his/her teeth. The consumer asserted that it chipped one of his/her teeth and it hurt so bad; he/she had been in pain. The case outcome was not recovered/not resolved. Treatment details: unknown. Relevant history: none reported. No further information was provided.